Manufacturer narrative:
Follow-up #1 (6/20/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/12/2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with the same meter. The information provided indicated an obtained reading of "224 mg/dl" with the subject meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.